Event description:
Implant date: 10/27/1989. Sometime after implantation, the pt fell. A couple of months later, x-rays revealed an upper bone screw had loosened and a developing pseudoarthrosis. Revision surgery on 05/30/1990 for anterior fusion with allograft. Pt complained of pain and other symptoms. Revision surgery on 02/01/1991 to replace only the loose bone screws and repair pseudoarthrosis. Remaining devices not reported to have been explanted.